Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery, while performing the reduction, the 52 size liner 10 degree lip was bent inside the patient. Also the corail cemented stem ( size 15mm new shipment ) should be smaller than the rasp with 2mm for cement mental, but the actual stem in this case doesn¿t inserted completely down to the femur even before cementation. A surgical delay of 30 minutes was noted to figure out the reasons behind the problem & if the surgeon need to change the linear or he will keep it. Finally surgeon decide to keep it specially this part wasn¿t in articulation surface. No patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: during the surgery, while performing the reduction, the 52 size liner 10 degree lip was bent inside the patient. Also the corail cemented stem ( size 15mm new shipment ) should be smaller than the rasp with 2mm for cement mental, but the actual stem in this case doesn¿t inserted completely down to the femur even before cementation. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. (B)(4). The photographs were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: pinn mar +4 10d 36idx52od product code: 121936152 lot number: m7567p and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: pinn mar +4 10d 36idx52od product code: 121936152 lot number: m7567p and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: pinn mar +4 10d 36idx52od product code: 121936152 lot number: m7567p and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: d4( exp. Date), d10, h4, corrected: d4 (primary UDI number).